Manufacturer narrative:
Product event summary: at analysis it was determined that the cover ring attachment belonged to a different device model, serial number label was damaged, the device shut down very quickly as soon as the battery chamber was opened and this was attributed to the capacitors on the main board being worn and also the battery contacts were visibly contaminated. The device was cleaned, the ring attachment and cover were replaced, the serial number label was replaced, both capacitors on the main board were replaced and it was verified that the device then paced for at least 20 seconds after the battery chamber was opened and the battery contacts were inspected and visible signs of contamination were removed. The device passed all tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.